Event description:
The audible alarm of my implanted ICD that is intended to warn me of a low battery is unable to be heard by either myself or a young technician during office interrogation. This relates to a medtronic battery driven cardio implant. This problem renders the device to be both unsafe, and ineffective in the marketplace for its intended purpose. There is no apparent evidence that this alarm was tested on the hearing range patients prior to, or during and/or after its PMA process. Dates of use: 3 years, 2006 - 2009. Diagnosis: chf and heart disease. Event reappeared afer reintroduction: yes. Latest audible test 2009. No change since 2006.